Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results, with two different roche meters within 10 minutes: 8.7 mmol/l, 8.3 mmol/l and 18.9 mmol/l on aviva nano system (system 1) and 8.3 mmol/l on aviva system (system 2). The same vial and lot of test strips were used on both meters. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.